Event description:
It was reported the customer went to the emergency room (ER) and subsequently admitted to the hospital¿s intense care unit with a low blood glucose (bg) level of below 35 mg/dl. Reportedly, customer inadvertently initiated a bolus which caused them to go low. Reportedly, customer experienced a seizure. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.